Event description:
It was reported that the patient presented in clinic. It was discovered via x-ray that the right atrial (ra) lead was dislodged and was exhibiting loss of capture. The physician opted to explant and replace the lead, a new lead was successfully implanted. The patient was in stable condition.